Event description:
It was reported that the right ventricular (rv) lead pace/sense portion impedance had gradually increased from 836 ohms to 1007 ohms. There was also a time when the pace/sense portion impedance was in the 684-703 ohms range and during that time the high voltage bottom (hvb) and the superior vena cava (svc) coils impedance were also lower. The rv lead continues to be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk was reviewed and no anomalies were found.